Event description:
According to the reporter, in an orthopedic hip hemiarthroplasty procedure, while employing a normal suturing technique for the first layer during closing, the needle of three (3) sutures broke. The first suture fell into the cavity and was removed. Another device was used to complete the case.  There was no patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5, h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an orthopedic hip hemiarthroplasty procedure, while employing a normal suturing technique for the first layer during closing, the needle of seven (7) sutures broke. The first suture fell into the cavity and was removed. Another device was used to complete the case.  There was no patient injury.

Manufacturer narrative:
Concomitant products: cl-516 - cl-516 polysorb* 1 und 90cm kv34 x36, lot# a4a2308y cl-516 - cl-516 polysorb* 1 und 90cm kv34 x36, lot# a4a2308y cl-516 - cl-516 polysorb* 1 und 90cm kv34 x36, lot# a4a2308y cl-516 - cl-516 polysorb* 1 und 90cm kv34 x36, lot# a4a2308y cl-516 - cl-516 polysorb* 1 und 90cm kv34 x36, lot# a4a2308y cl-516 - cl-516 polysorb* 1 und 90cm kv34 x36, lot# a4a2308y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.